Event description:
An ocd analyst determined that an unexpected, false positive vitros (B)(6) reagent stability sample test result was obtained while using a vitros eci immunodiagnostic system (result = 30.3 miu/l vs. Expected result < 8.0 miu/l). Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. No patient sample results were reported to a clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that an unexpected, false positive vitros (B)(6) reagent stability sample test result was obtained. A definitive root cause for the event could not be determined. However, the performance of the vitros (B)(6) reagent is being investigated via nc (B)(4) (non-conformance record). This event has been included in that nc record.